Manufacturer narrative:
Pt code: death due to extreme prematurity is not labeled. Device code: product does not function as intended is not labeled. Investigation/eval: as of (B)(4) 2013, no product has been returned to assist in the investigation. Per quality control spec, the length is confirmed to be correct and the overall surface of catheter is confirmed to be clean, smooth and free of any bumps, dents or excessive roughness. This product is shipped with an IFU (instruction for use) which states the intended use to be: "the fuhrman pleural/pneumopericardial drainage set (ppd) is intended for evacuation of air from the pericardial sac or drainage of air or fluid from the pleural space. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard seldinger technique for placement of needles, wire guides, dilators and catheters should be employed." It also states under instructions for use step: "gently advance the needle into the positive pressure area." "Verify placement into the pleural or pericardial space by aspiration of air of fluid into syringe. Remove syringe once placement is verified." The customer stated that the catheter was inserted to the correct length and that air was aspirated. As the sales rep understands, the physician is not attributing the pt death to the fuhrman device. However, she does have concerns that the current device design is not suitable for use in this pt population - namely that the length of catheter from the distal tip of the pigtail to the most proximal sideport is to long for placement within the pleural space of a neonate. It appears that the catheter used was too long for the pt which is why it did not function as intended. Updated (B)(6) 2013: "on post mortem the pigtail tip of the drainage catheter was within the pleural space (correct placement, no lung puncture / trauma) however, the pigtail was found to be wrapped around the upper lobe of the left lung. The concern with this finding was that the position of the pigtail could potentially have restricted lung function had the pt survived and been subsequently ventilated. It is the physician's opinion that the abnormal position of the pigtail would have been difficult / impossible to detect on a two dimensional chest x-ray. Apparently it is unusual for catheters / tubing to be insitu at the time of post mortem so this is an uncommon case." The fuhrman did not cause or contribute to the pt's death, but it could have had potentially serious consequences for the pt if he had survived and been subsequently ventilated. There are similar devices available with the same intended use, but specifically for pediatrics that may have been better suited in this case. As of (B)(4) 2013, no product has been returned. The customer stated that the catheter was inserted to the correct length and that air was aspirated. The catheter used in this case was too long for the pt which is why the product did not function as intended. There are similar devices available with the same intended use, but specifically for pediatrics, that may have better suited in this case. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the conclusion of the qera (quality engineering risk assessment) created to assess the risk for this complaint, no further risk reduction is required.

Event description:
(B)(6), required chest drain for left sided pneumothorax. Chest drain inserted at appropriate length and 8ml of air aspirated. Details of injury (to pt, carer or healthcare professional): on post mortem the pig tail part was found to have coiled around the upper lobe of the left lung. Add'l info received as of (B)(6) 2013: pt born at (B)(6). Pt died 11 hours after birth. Two times cardiac arrest during 11h and pre chest tube insertion. A post mortem has been performed, however, the primary cause of death is not yet available to the physician; but will receive the pm report on monday (B)(6). The physician is meeting with the family on same date and will ask permission to share all relevant info with cook medical. As the info is understood, the physician is not attributing the pt death to the fuhrman device. However, she does have concerns that the current device design is not suitable for use in this pt population - namely that the length of catheter from the distal tip of the pigtail to the most proximal sideport is too long for placement within the pleural space of a neonate. Add'l info provided (B)(6) 2013: the physician informed the senior global product manager that the primary cause of death was extreme prematurity. The pt also had acute respiratory distress syndrome (ards), suffered two cardiac arrests and received cardio-pulmonary resuscitation (CPR). The fuhrman pleural/pneumopericardial drainage catheter was left insitu after the pt died and was therefore; still insitu at the time of post mortem. On post mortem the pigtail tip of the drainage catheter was within the pleural space (correct placement, no lung puncture/trauma) however, the pigtail was found to be wrapped around the upper lobe of the left lung. The concern with this finding was that the position of the pigtail could potentially have restricted lung function had the pt survived and been subsequently ventilated. The pt's opinion is that the abnormal position of the pigtail would have been difficult/impossible to detect on a two dimensional chest x-ray. The fuhrman catheter did not cause or directly contribute to the pt's death. The physician reported the position of the fuhrman catheter found on post mortem as she believes it could have had potentially serious consequences for the pt if he had survived and been subsequently ventilated. She has proposed that a redesign of the current catheter be considered to prevent a similar occurrence in neonatal pt.